Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 28mm in length, 3.0mm in diameter target lesion was located in the mildly tortuous and moderately calcified ostial of right coronary artery (rca). After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2.0x12 balloon catheter. Then a 3.00x32mm promus element drug-eluting stent was advanced and deployed in the lesion successfully. However, during post dilation, it was noted that the non-bsc guidewire hit the proximal stent and was deformed. A new stent was advanced to cover up the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.